Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: a customer data review could not be performed as relevant data regarding the results of assay controls, calibrators and discrepant patient samples were not provided. Quality data review: as no lot number was provided a device history record review could not be performed. The CAPA review for abbott realtime sars-cov-2 amp rgt kit, us eua (B)(4) was performed and did not identify any internal or post-production use issues related to the reported complaint. Complaint history review: a part-specific complaint history review for abbott realtime sars-cov-2 amp rgt kit, us eua (B)(4) identified additional complaint tickets related to discrepant results. However, following the review of the related discrepant result tickets, no commonality was identified which would suggest a product deficiency. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amp rgt kit, us eua (B)(4) was not identified.

Manufacturer narrative:
Complaint investigation will be performed. As lot number is unknown, date of manufacture and expiration date have been left blank.

Event description:
Customer stated that their run from last week had half the samples generate positive results, which led the customer to suspect contamination as the cause of the issue. Customer was running patient samples. These suspect results were not reported outside of the laboratory and were repeated, therefore, suspect results did not impact patient management. Of 47 repeated samples, 12 come back as true positive. The customer cleaned the instrument, surfaces, and re-tightened all fittings. Customer also performed contamination check and cleaned wells and ran background plate, followed by an environmental run in which all environmental samples came up negative. Customer stated that the instrument and assay have been performing as expected since.